Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 429688 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device episodes were able to be seen from the ventricular sensing episodes, but when they were pulled up in the ventricular tachycardia (vt) monitor episodes, they did not show. The electrogram stated ¿invalid.¿ the device remains in use. No patient complications have been reported as a result of this event.